Event description:
Customer reported the system displayed a corrupt files message during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded system software and calibration files. System operates as intended.